Manufacturer narrative:
The device was received deployed. No time outs or drive stalls were observed in device data. The clutch spring was observed to be disengaged. Inspection of the drive mechanism components found the spring latch to be misaligned which caused the clutch spring to fail to engage, despite delivering over 200 pulses. After manipulation of the spring latch, the clutch spring was engaged. Upon inspection, the tube nut and leadscrew were found to be flush which further indicates a failure of the plunger to advance down the reservoir as intended. This confirms the reported failure to deliver insulin.

Manufacturer narrative:
The device was received deployed. No time outs or drive stalls were observed in device data. The clutch spring was observed to be disengaged. Inspection of the drive mechanism components found the spring latch to be misaligned which caused the clutch spring to fail to engage, despite delivering over 200 pulses. After manipulation of the spring latch, the clutch spring was engaged. Upon inspection, the tube nut and leadscrew were found to be flush which further indicates a failure of the plunger to advance down the reservoir as intended. This confirms the reported failure to deliver insulin.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached above 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling lethargic, heart racing and dizziness. The patient was placed on intravenous therapy of fluids and and insulin. A urine sample was taken an EKG and blood pressure pump were performed. The patient was released a few hours later.